Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer completed the fill tubing process until the bubble disappeared and was able to resume insulin therapy.